Manufacturer narrative:
The immucor laboratory tested retention product 03aug2017, which performed as expected. The immucor laboratory also tested returned blood sample from the customer site on (B)(6) 2017 by galileo method, which unexpectedly resulted negative with the anti-b test well. The immucor laboratory also tested returned blood sample from the customer site on (B)(6) 2017 by manual test tube method, which unexpectedly resulted negative with the anti-b test tube. Therefore, the immucor laboratory was able to reproduce the customer's issue.

Event description:
On 29jul2017, a customer reported an unexpected negative result when using anti-b (murine monoclonal) series 3 on a galileo instrument, when tested on (B)(6) 2017.